Event description:
The customer reported they have a defective battery. It was discovered by a tech during a maintenance visit. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.